Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was walking the dog when the cgm reading was 13.0 mmol/l. The patient self-treated with insulin given by the pen. When the patient did not arrive home, their son went out to look for them, and found them unconscious 30 meters from the house. The son called the emergencies and when the paramedics arrived a fingerstick was taken and the blood glucose reading was 1.4 mmol/l. The patient was treated with intravenous glucose and was brought to the hospital. The patient stayed overnight for observation. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.